Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the lead showed high impedances. Additional information indicates the ipg may have been flipping in the pocket causing the lead to twist. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.